Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a critical pump error. The customer just got in the water when the insulin pump stopped working. A red light with the letter x appeared on the insulin pump's display when the customer tried to change the battery. This occurred about 30 minutes. The insulin pump also had an unknown e90 alarm. The customer's blood glucose reading was 177 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received stuck in critical pump error (open book image), unable to download unit and unit received with black and white spots at top right corner of lcd display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify low battery alerts, low battery life anomalies, sensor anomalies due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, moisture damage in battery tube, corrosion on force sensor assembly and moisture damage on motor home switch.